Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to verify other alarms due to the motor anomaly.

Event description:
It was reported that the insulin pump gave an alarm during the rewind. Advised the customer that the insulin pump would be replaced. Nothing further was reported.